Event description:
Customer reported that the insulin pump was not in use for awhile and upon changing the battery, the screen remained blank. Customer's last blood glucose was 416 mg/dl, for which she treated manually. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.